Event description:
Surgeon performed a metatarsophalangeal joint arthrodesis on pt and inserted a 1.25 mm threaded guide wire from a 4.0 cannulated screw set into the pt's left foot. About a 1/4 inch of the guide wire tip broke off and remained in the pt's left foot. The tip was unable to be retrieved.